Event description:
Customer called for parts information for replacing therapy connector. Customer reported that a low voltage pin broke off from a standard paddles assembly and cannot be removed from connector. No patient was associated with the reported incident.

Manufacturer narrative:
Physio-control supplied parts information to customer for repair.